Event description:
White tabs on syringe broke off while loading contrast. No harm to patient. Delay in care due to having to shut down injector and replace with spare. Manufacturer response for injector and syringe, angiographic, fastload cta dual syringe pack (per site reporter). Service professionals have been present in the facility to check injectors, think this may be a syringe issue.